Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during hiatal arch repair (l-gi har), an arm non-recoverable error occurred on arm 3. A fifth arm was used to complete the case. The surgery was delayed by 10 minutes due to this issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and returned component. Review of the field service notes indicated that an error was detected with the brake of the arm joint. The entire drive arm was replaced. An error code for 'arm failure - non-recoverable' was triggered, which is associated with setup arm joint 2 non-recoverable error. Evaluation of the logs for the arm cart assembly could not be performed as the logs were missing. The full arm assembly (rasa) component of the arm cart assembly was received for evaluation. The rasa successfully passe calibration during all power cycles conducted. There were no issues observed during the calibration or tele-operation process. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to cart brake sensor issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during hiatal arch repair (l-gi har), an arm non-recoverable error occurred on arm cart assembly 3. A fifth arm was used to complete the case. The surgery was delayed by ten minutes due to this issue. There was no patient injury.